Event description:
It was reported that, before using a versajet plus assy, 45 degree x 14mm had the irrigation hose came apart, but it was not used on patient. A new handpiece was required. Treatment was delayed, it is unknow how much time took longer. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, without a physical sample we cannot confirm the reported event. Hose ruptures may occur as result of a component failure. A documentation review has been conducted, confirming the device was released according to specifications, complaint history has recorded previous occurrences of this nature. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device met manufacturing specifications upon release for distribution and continue to monitor for adverse trends relating to this product range. This investigation is now complete, confirming the event is not related to a manufacturing problem and that no corrective actions are deemed necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a versajet plus assy, 45 degree x 14mm had the irrigation hose came apart. A new handpiece was required. It is unknown when this happened or if there was a patient involved.